Event description:
A surgeon reports a pt is experiencing a dark temporal area following intraocular lens implant surgery. The lens is well-centered and the pt's visual acuity is excellent. The pt has no history of retinal problems. Additional information had been requested.